Event description:
It was reported that the patient was implanted with a single chamber device. Shortly after implant, the patient¿s atrial fibrillation converted to normal sinus rhythm and the patient began to have pacemaker syndrome due to the dyssynchrony of the atrium and ventricle. The single chamber device was upgraded to a dual chamber device. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. No issue was identified that required full analysis.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).